Manufacturer narrative:
Concomitant products: 1688t lead, implanted (B)(6) 2006.

Event description:
It was reported that the patient received inappropriate shocks from the implantable cardioverter defibrillator (ICD) due to atrial fibrillation (af) with rapid ventricular response. Follow up with the physician indicated that the patient has not been seen in clinic since receiving the shocks and no intervention or reprogramming has been done. The device remains in use. No further patient complications have been reported as a result of this event.